Event description:
MFR received a report alleging that a crossbrace on a wheelchair snapped and the end user fell out of the chair. Extent of injuries are unk. Dealer advised end user that his weight exceeded the weight limitations of the chair.